Event description:
It was reported that a patient implanted with a synthes titanium femoral nail and two locking screws was revised due to a broken proximal dynamic screw in addition to a non union. This is report 2 of 2 for complaint (B)(4) and applies to two locking screws of unknown part number and unknown lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional information: patient ID - case #: (B)(6). Placeholder.